Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the physician performed a commanded shock on the implantable cardioverter defibrillator (ICD) due to calcium build up on this right ventricular (rv) lead. The shock impedance had increased to 170 ohms in january of this year and the patient received an inappropriate shock for fast atrial fibrillation (af). The physician elected to decrease the shock impedance at that time to 155 ohms. Currently the physician decided the shock impedance is still too high and performed two commanded shocks. The shock impedance only decreased to 143 ohms. They physician requested review from technical services (ts) on the high shock lead impedances for consideration of a possible lead revision. Ts provided troubleshooting and lead recommendations. At this time, the lead remains in service. No additional adverse patient effects were reported. Received additional information this rv lead was capped and replaced. It was also noted the physician elected to also explant and replace the ICD at the time of the lead revision to avoid another procedure in the future when the battery reached end of life (eol). The lead revision procedure resolved the impedance issues. The lead will not return as it was abandoned and left in-situ. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the physician performed a commanded shock on the implantable cardioverter defibrillator (ICD) due to calcium build up on this right ventricular (rv) lead. The shock impedance had increased to 170 ohms in january of this year and the patient received an inappropriate shock for fast atrial fibrillation (af). The physician elected to decrease the shock impedance at that time to 155 ohms. Currently the physician decided the shock impedance is still too high and performed two commanded shocks. The shock impedance only decreased to 143 ohms. They physician requested review from technical services (ts) on the high shock lead impedances for consideration of a possible lead revision. Ts provided troubleshooting and lead recommendations. At this time, the lead remains in service. No additional adverse patient effects were reported.